Manufacturer narrative:
Updated product event summary: the controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed one premature power switching event that were due to momentary disconnections involving bat214083. As a result, the reported event was confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and battery. An internal investigation evaluated momentary disconnections. Note: the controller which was previously report to be lost in transit, was returned to the miami lakes facility on 2018-09-18. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices associated with this event: heartware ventricular assist system ¿ battery model 1650de / exp. Date: 28feb2017 / serial number (B)(4) / UDI unknown, not returned or evaluated, mfg. Date: 28feb2016, not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery model 1650de / exp. Date: 30jun2018 / serial number (B)(4) / UDI unknown, not returned or evaluated, mfg. Date: 30jun2017, not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery model 1650de / exp. Date: 31may2018 / serial number (B)(4) / UDI unknown, not returned or evaluated, mfg. Date: 31may2017, not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery model 1650de / exp. Date: 28feb2017 / serial number (B)(4) / UDI unknown, not returned or evaluated, mfg. Date: 28feb2016, not labeled for single use, (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient experienced a power switching incident associated with their primary controller and four batteries. The event was not associated with any reported pump stops and there were no patient consequences associated with this event. The controller and the batteries were exchanged with no reported patient consequences.

Manufacturer narrative:
Product event summary: the four (4) batteries ((B)(4)) were returned for evaluation. The controller (B)(4) was initially returned 02/22/2018. However, the unit was lost in transit to miami lakes. As a result, the device is not available for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed one premature power switching event that were due to momentary disconnections involving (B)(4) . As a result, the reported event was confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and battery. Battery, (B)(4), d4 expiration date: 2017-02-28, d10: yes, return date: 2018-01-17, h3: yes, h4: mfg date: 2016-02-28, h6 FDA method code(s): 10, 4112, h6 FDA results code(s): 213, h6 FDA conclusion code(s): 67 battery, (B)(4), d4 expiration date: 2018-06-30 UDI #: (B)(4), d10: yes, return date: 2018-01-3,1, h3: yes, h4: mfg date: 2017-06-30, h6 FDA method code(s): 10, 4112, h6 FDA results code(s): 213, h6 FDA conclusion code(s): 67 battery, (B)(4), d4 expiration date: 2018-05-31 UDI #: (B)(4), d10: yes, return date: 2018-01-1,7 h3: yes, h4: mfg date: 2017-05-31, h6 FDA method code(s): 10, 4112, h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, (B)(4), d4 expiration date: 2017-02-28 UDI #: (B)(4), d10: yes, return date: 2018-01-31 h3: yes h4: mfg date: 2016-02-28 h6 FDA method code(s): 10, 4112, h6 FDA results code(s): 3213, h6 FDA conclusion code(s): 12. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was received for evaluation. The received battery passed visual inspection and functional testing. In-house testing did not indicate any abnormal operation of the battery. Additional devices: d1: heartware ventricular assist system ¿ battery d4: model 1650de / exp. Date: 28feb2017 / serial number (B)(4) / UDI unknown d10: yes h3: yes h4: mfg. Date: 28feb2016 h5: no h6: method code: actual device evaluated FDA 10, electrical evaluation FDA 23 results code: no failure detected FDA 213 conclusion code: no failure detected FDA 71 d1: heartware ventricular assist system ¿ battery d4: model 1650de / exp. Date: 30jun2018 / serial number (B)(4) / UDI unknown d10: yes h3: no h4: mfg. Date: 30jun2017 h5: no h6: results code: results pending completion of evaluation FDA 3233 conclusion code: conclusion not yet available-evaluation in progress FDA 11 d1: heartware ventricular assist system ¿ battery d4: model 1650de / exp. Date: 31may2018 / serial number (B)(4) / UDI unknown d10: yes h3: no h4: mfg. Date: 31may2017 h5: no h6: results code: results pending completion of evaluation FDA 3233 conclusion code: conclusion not yet available-evaluation in progress FDA 11 d1: heartware ventricular assist system ¿ battery d4: model 1650de / exp. Date: 28feb2017 / serial number (B)(4) / UDI unknown d10: yes h3: no h4: mfg. Date: 28feb2017 h5: no h6: results code: results pending completion of evaluation FDA 3233 conclusion code: conclusion not yet available-evaluation in progress FDA 11 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10 product event summary: the controller and four (4) batteries (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error. Analysis of the data log files revealed one premature power switching event that were due to momentary disconnections involving (B)(6). As a result, the reported event was confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and battery. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d4: serial #: (B)(6). H3: yes. H6: FDA method code(s): h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error.

Manufacturer narrative:
Additional products: battery, (B)(4). D4 expiration date: 2017-02-28 d10: yes, return date: 2018-01-17 h3: yes h4: mfg date: 2016-02-28 h6 FDA method code(s): 10, 23, 38 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 battery, (B)(4). D4 expiration date: 2018-06-30 UDI #: (B)(4). D10: yes, return date: 2018-01-31 h3: yes h4: mfg date: 2017-06-30 h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the battery passed visual and functional testing. Battery, (B)(4). D4 expiration date: 2018-05-31 UDI #: (B)(4). D10: yes, return date: 2018-01-17 h3: yes h4: mfg date: 2017-05-31 h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the battery passed visual inspection and functional testing. Battery, (B)(4). D4 expiration date: 2017-02-28 UDI #: (B)(4). D10: yes, return date: 2018-01-31 h3: yes h4: mfg date: 2016-02-28 h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 77 product event summary: the battery passed visual and functional testing medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date MFR received for the initial report is (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.